Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6)2015, the patient experienced a skin reaction under the sensor patch adhesive. Sensor was inserted at the arm on (B)(6) 2015. Patient's mother described the skin reaction as a red and bumpy rash. Patient treats the affected area with flovent, prescribed by her physician for a previous skin reaction, not related to dexcom use. Patient was not seen by a physician for the reported event. No additional event or patient information is available. There was no reported alleged device malfunction. It should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring, or skin discoloration). Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system users guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks.